Event description:
It was reported that the patient stated that he experienced a bacterial infection from the implant procedure of this inflatable penile prosthesis (ipp) and still has a wound in his scrotum. Additionally, he reported that he is not able to press the pump as the bulb is very hard. The patient wants to seek for a second opinion. No additional information was provided.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes reservoir unique identifier (B)(4).

Manufacturer narrative:
Reservoir unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient stated that he experienced a bacterial infection from the implant procedure of this inflatable penile prosthesis (ipp) and still has a wound in his scrotum. Additionally, he reported that he is not able to press the pump as the bulb is very hard. The patient wants to seek for a second opinion. No additional information was provided.